Event description:
Surgeon treating a patient for lower subtrochanteric femoral shaft fracture implanted a 90mm helical blade anterior to the trochanteric fixation nail 400mm (pn456.420s) patient complained of pain and discomfort and surgeon explanted the mis-positioned helical blade and revised with the same nail and new helical blade correctly positioned.